Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with threatened pocket erosion of existing left sided device. The device was explanted and a new subcutaneous pacemaker system on the right side was implanted. The left sided leads were capped. The patient was stable throughout the procedure and will be discharged home.